Manufacturer narrative:
The customer does not run controls on the meter. The meter and test strips were requested for investigation, however, the customer does not want to return any product. Relevant retention test strips (lot 361448 and 36887211) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter complained of ongoing issues with inr results since mar-2019. The customer provided questionable inr results for 16 patients tested within a 3-week time-frame on a coaguchek xs plus meter with serial number (B)(4) compared to the stago neoplastine plus laboratory method. Based on the data provided, the results for 11 patients were discrepant. The customer used 2 different strips lots: 36887211 and 36144812. The expiration dates were not provided. Refer to attached data for the patient results and lot number used. "Most" of the 11 patients have therapeutic ranges of 2.0 - 3.0 inr or 2.5 - 3.5 inr. The time-frame between the meter and laboratory results is "likely" within 1 hour.